Event description:
Refrence number (B)(4). Event occured in libya. It was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set had fallen off during use while sleeping. No further information is available.